Event description:
On 5/5/05, abbott point of care was contacted by a customer asking if the hematocrit assay on the I-stat analyzer could be affected by altitude. At the time of the question, the customer stated that their flight crew had received a hematocrit result on a patient post-transfusion that was lower than expected. The specific results were not available from the customer for evaluation at that time. In 3/2006 new information was obtained by abbot point of care in regards to the above complaint during another call from the same facility. The complainant now states that the low hematocrit result was on a trauma patient with more than 50% burns. The complainant now states that the patient's hematocrit was not low and that they transfused the patient based upon the low result. Specific results were not available from the complainant for evaluation.